Event description:
It was reported that after 1~2 hours of use, the blood pressure value displayed on the nihon kohden bedside monitor attenuated 20~30 mmhg lower than at the start of measurement; however, the details of the value were unable to be obtained. When the event transpired, no error messages were observed, but the customer surmised that the value was not reflective of the patient¿s status. There was no report of inappropriate treatment resulting from the suspect value. It was noted that the issue was only observed when the nihon kohden monitor was used with a flotrac connected to a vigileo monitor, and was not observed with a disposable pressure transducer. The flotrac was replaced; however, replacement of the flotrac did not improve the symptom. The customer suspected a malfunction occurred with either the vigileo monitor or an apco9 cable. Four (4) suspect devices were identified and reported as potentially related to this event, as the serial numbers for the suspect devices were not specified and all likely units were reported.

Manufacturer narrative:
This follow-up is submitted to communicate the evaluation results and reference the related MFR. Reports associated with the reported event: vigileo monitor 2015691-2019-20535, vigileo monitor 2015691-2013-20537, and apco9 flotrac connection cable 9 ft (274 cm) 2015691-20541. The cable was manufactured 10-mar-2010. The device history record was unavailable for review. Examination of the returned cable was unable to replicate the customer¿s complaint. The cable was evaluated and passed cirris functional testing without incident. No physical damage was observed during the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the reported experience, as no fault could be determined and the evaluation results did not confirm the reported issue with this device or any of the related devices/complaints. The cable will be returned to the customer.

Manufacturer narrative:
No evaluation has been performed as the cable is expected to be returned for evaluation and has not yet been received. A follow-up submission will be submitted to communicate the evaluation and investigation results.